Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, echocardiogram showed torrential mitral regurgitation, and the pigtail was embedded in the papillary muscle. Repositioning was attempted but the patient had significant aortic stenosis and was unable to reposition the pump. The pump was removed and a new pump was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.